Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. 510(k) # is k053529.

Event description:
On (B)(6) 2011, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultra2 meter does not turn on. The following complaint was classified based on information obtained from the customer service representative (csr). The patient manages her diabetes with humalog (40 units) and lantus (75 units). The patient alleged that the issue began in the morning on (B)(6) 2011. According to the csr's documentation, a few minutes prior to the alleged issue the patient was experiencing symptoms of shaking, lightheadedness, and nausea. Following the alleged issue that morning (time not specified) the patient consumed more food/drink. Per csr notes, during a doctor's office visit on (B)(6) 2011 (at 11:30am) the patient obtained a blood glucose result of "422mg/dl" with the doctor's meter and at the same time after the patient was administered her usual dose of insulin by the health care professional (type of insulin administered is unclear). At the time of troubleshooting, the csr noted the alleged issue was resolved with training. Replacement products were sent to the patient. This complaint is being reported due to the following conclusion: although the patient's reported symptoms occurred prior to the alleged issue, the patient was reportedly treated by an hcp for sever hyperglycemia after the alleged issue began.